Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Device has a broken jaw at the proximal end. The hardness and dimensional width of the jaw was confirmed to be within specification. The most likely cause of the event is applying excessive force while grasping and manipulating suture and tissue and/or leveraging the device during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the knee scorpion was being used for a knee arthroscopy procedure. The surgeon performed 4 successful passes with the scorpion through the medial meniscus using 0 fiberwire, when the upper jaw and trap door of the scorpion fell off. It separated from the main body of the scorpion and went behind the meniscus. The surgeon was unable to retrieve it through the existing portals and had to make a percutaneous posterior medial portal to retrieve the upper jaw of the scorpion. An x-ray was performed to ensure there were no more loose metal fragments in the patient, and it was confirmed that everything was removed from the patient. The procedure was finished successfully. Follow-up investigation: device is reusable and was estimated to have been used 25 times prior to this procedure. The needle was dry fired prior to insertion. The scorpion jaws were reported to have been securely clamped on the tissue during suture passing. No calcified, hard or tough tissue was encountered during passing/deployment. Patient was reported to have normal healthy meniscus.